Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete reporter information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer contacted the olympus technical assistance center (tac) and reported when connecting two separate camera heads to the video processor, a b30 error occurs. The customer confirmed that they did not clear the b30 error prior to connecting the second camera head. Troubleshooting was conducted and the customer was instructed to shut off the video processor and camera head, then plug in the first camera head and power on the tower. The customer confirmed that the b30 error no longer occurred. The video processor and camera head worked normally. There were no reports of patient harm.